Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal ablation fibrillation procedure (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab has identified the hemostatic valve is dislodged into hub. It was initially reported by the customer that the dilator was not able to go into the sheath, there was a lot of resistance, and it seemed that something was obstructing. It did not appear that a foreign object was obstructing the sheath, it seemed like a component of the sheath itself was obstructing. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The sheath has been determined to be the root cause of the complaint reported. The procedure was continued, and no further issues were reported. The customer¿s initial report of obstructed sheath was not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 12/31/2019, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis identified the hemostatic valve is dislodged into hub. The friction ring remains intact. The findings of the hemostatic valve being dislodged into the hub has been assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal ablation fibrillation procedure (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab has identified the hemostatic valve is dislodged into hub. It was initially reported by the customer that the dilator was not able to go into the sheath, there was a lot of resistance, and it seemed that something was obstructing. It did not appear that a foreign object was obstructing the sheath, it seemed like a component of the sheath itself was obstructing. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The sheath has been determined to be the root cause of the complaint reported. The procedure was continued, and no further issues were reported. Device evaluation details: the device evaluation has been completed. The device was visually inspected and valve was found dislodged into hub. The valve could have been detached due to an external force while inserting the device through the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001168 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. Additionally, it was noticed that the d11. Concomitant med. Products was inadvertently omitted from the 3500a initial medwatch report. It has now been added. Manufacturer¿s ref # (B)(4).